Event description:
There was a very small puncture near the valve end, the distance from the tip of the valve end to the puncture was about 1.5 cm. Also the guidewire was inserted through the catheter, but user found that the distance from the guidewire to the tip of the valve end was too far, but user can not push the guidewire anymore.